Event description:
According to the reporter, the key pad on the subject product do not respond anymore. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling observed. The "up/down/ok" and "contrast" keypad buttons are intermittently responding during testing. The "up/down/ok" and "contrast" keypad buttons require excessive force to activate during testing. When the keypad was removed for further investigation, the "up/down/contrast" and "ok" key contacts were to be inverted when pressed and do not always spring back. Evidence of keypad adhesive was found under all key contacts. The bolus button is difficult to push. The bolus button was removed for further investigation. The bolus button slug was found to be misaligned.